Manufacturer narrative:
(B)(4). The service engineer found the control printed circuit board was faulty and needs replacement.

Event description:
It was reported that the ventilator was power cycling. Although requested, information regarding patient involvement was not provided.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer replaced the control printed circuit board. The ventilator was returned.